Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with a high blood glucose reading of 389 mg/dl. It was stated that the customer would not stop vomiting. The customer has changed the infusion set on the day of the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn.